Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was seeing the thermometer icon at least 2 times each recharging session. The patient noted that their recharging sessions lasted 3-4 hours. The patient reported that they got blisters 2 weeks ago. During the recharging sessions, the patient would let the antenna cool down and start over. There was burning over the implantable neurostimulator (ins). This was sudden starting in (B)(6) 2016. It was reported by the manufacturer representative that the ins was superficial. The antenna was replaced due to the antenna getting hot and the thermometer screen.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterated the previous report that their recharger antenna used to get hot and burned their skin. The also stated that the burning sensation was resolved when they had adhesive discs. They reported that they had been using adhesive disks and it did not burn their skin anymore. More adhesive discs were ordered for the patient. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown if the replacement of the antenna resolved the burning and blisters during recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-06-27 reporting patient weight was (B)(6) lbs. It was reported that the patient had no other problems. This was clarified to meant that there was ¿no burning or blistering or charging problems.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.